Event description:
It was reported that after an unsuccessful attempt to access side port of the pump, surgery was scheduled to explore the issue. A dye study was performed and no flow. It was further reported there was concern that there was a leak in the catheter tubing at the entry site at the lumbosacral fascia. During the surgery the pump was extracted and removed from the pocket. The catheter and anchor were identified and dissected free of the surrounding tissues. There were no obvious leaks of spinal fluid upon visual inspection anywhere in the lumbar spine. There was a little bit of a fluid pocket around the anchor point and catheter. Spinal fluid was freely aspirated form the side port of the pump. The catheter was then disconnected from the pump and there was free flow of spinal fluid through the lumbar drain catheter. The lumbar drain catheter was removed and a pursestring was placed over the previous entry site. There was no spinal fluid leak at that point. The removed catheter was flushed and inspected with loop magnification for any crack or leakage and none was detected. The new catheter was placed and was reconnected to the pump. The side port was aspirated with free flow of spinal fluid. It was noted that the patient was extubated in stable condition and returned to recovery without complication. The pump was used to deliver morphine.

Manufacturer narrative:
Analysis of the catheter revealed pin connector collet is not fully locked in place. One of the collets on the catheter to catheter connector was not fully locked into position but the catheter seemed to be holding firmly to the catheter connector. No leaking was seen with the returned ascenda during pressure testing. Analysis on the unknown catheter no significant anomaly, catheter body torn or broken at or after explant did not affect infusion. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID neu_unknown_cath, serial # unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.